Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and verified the issue. The device was disassembled and it was found that the red energy capacitor wire was disconnected from the j17 spade connector. A disconnected capacitor wire will cause the device to not deliver defibrillation energy. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation energy.there was no patient involvement reported with the event.